Manufacturer narrative:
The technician adjusted the brake caster to repair the stretcher.

Event description:
Information received indicates, during a preventative maintenance check, the technician found the foot caster was not working or holding in brake properly.